Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the center bar of the instrument had retracted into the retainer. Functionally, the single use loading unit (sulu) was loaded into a test unit for functional testing. The sulu unloaded and loaded repeatedly without difficulty. The sulu and the test instrument were applied to test media with acceptable results. The knife cut completely and cleanly and the staple line was properly formed. The firing knob of the test instrument could be advanced and retracted without any hang-ups. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to remove the fired sulu, separate the instrument halves. Hold the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy, the device did not fire - the blade would not advance with the second reload. Both handle and reload were replaced to continue the case. There was no patient injury.